Event description:
A medwatch report was rec'd by this hosp on 05/14/08 and included two more heartstring seals cracked while loading the seals into the delivery tube during the same case described. The add'l two seals were captured under another incident. Both seals were used beyond the exp date of feb 29, 2008. The medwatch report stated, "the surgeon abandoned use of the medical devices and used another technique. Pt experienced temporary hypovolemia related to blood loss." Maquet made multiple attempts to contact the attending surgeon and the cvor coord/nurse who initially reported the incident and was in or during the case. The cvor coord/nurse confirmed on 05/20/08, "the procedure was complete using a replacement seal. The pt did lose approx 6 units of blood; however, no pt complications were reported by the hosp and the pt is currently doing fine." The last seal noted in second incident will identify pt code for blood loss. This report is for the second seal in this incident but eleventh seal in the overall case.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.